Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
A leak was noted in the tacticath and liquid flowed back into the tactisys. Another catheter was used to complete the procedure with no consequences to the patient.